Manufacturer narrative:
The investigation for the product damage-kink has been completed. The impella device was returned and was visually inspected. Cannula kink near the outlet cage was observed. No other abnormality observed. Data logs were not returned for review. Clinical stated the wire within the catheter looked strange and it may have a deformity within the catheter which mostly occurred during insertion and caused cannula kink due to improper technique. The cause of the delivery issue most likely was use related due to improper technique resulting in a kinked guidewire. The cause of the product damage (cannula kink) was cannula kink due to improper technique.

Manufacturer narrative:
The impella pump, purge cassette and data stick have been received from the customer, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. Under fluoroscopy, the guidewire within the catheter looked "strange" and as if it may have a deformity within the catheter. Reportedly, the pump "flawlessly" performed during the high-risk pci. The impella cp was weaned and successfully explanted. The patient was transferred to the intensive care unit in stable condition to recover overnight. There was no report of adverse effects to the patient.